Event description:
The pt felt a muscle spasm that "just wouldn't let go" whether the stimulation was on or off. The spasm began a few months prior. Over the past three weeks, the pain increased to the point of being constant. At some point (timeline unclear) the pt fell in a cvs or rite aid parking lot while on vacation and went to the ER. The ipg site was tender after the fall. An x-ray was obtained (result unk). The device was reprogrammed and the pt was still having problems with the system.

Manufacturer narrative:
(B) (4).